Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 02-apr-2024. The device evaluation was completed 29-apr-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and force test of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The force feature was tested and no errors were observed. The force values and the vector were observed within specifications. No force issues or inverted vector was observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force vector inverted issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation ablation procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially it was reported that during the procedure, when radio frequency (rf) energy was applied, the force sensor of the qdot micro catheter stopped working. Force vector going in strange directions and strange force values of 100grams and more. This problem occurred during every rf application. Re-zeroing the force multiple times did not solve the problem. Reconnecting the catheter did not solve the problem. Replacing the cable did not solve the problem. Replacing the qdot micro catheter for a new one solved the issue. The procedure was prolonged for 5 minutes. There was no patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 29-apr-2024, reddish material and a hole in the surface of the pebax was observed. This event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 29-apr-2024 and have assessed this returned condition as reportable.